Event description:
It was reported that the site was having issues with their programming system. Per reporter, the handheld screen stays black and will not turn on. The green power light is on, but the screen remains black. The product has been returned to the manufacturer, but analysis is pending.